Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: a stent graft delivery system was received for evaluation. The safety clip was found to be removed and missing. The 2-way stopcock was closed and the tuohy-borst valve was opened. The outer sheath was found to be fractured 38 mm distal to the handle and elongated over the entire length. The catheter tip was found in good condition and the stent graft was found partially deployed for 12 mm. The inner catheter protruded the distal tip for 31 mm. The pusher was found right behind the proximal end of the stent graft. Functional/performance evaluation: a flushing test through the proximal luer port and a guide wire patency test with a device compatible 0.035'' guide wire were successfully performed. A stent graft deployment test could not be performed due to the outer sheath fracture. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: as a result of the investigation performed the complaint is confirmed. The stent graft was found partially deployed and the outer sheath was found elongated which indicates that increased friction affected the delivery system during attempt of stent graft deployment and finally led to the outer sheath fracture. However, based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." In addition, this device was used two months after it was expired. The IFU states: "do not use the device after the "use by" date specified on the label." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure for a left arm fistulogram to treat in-stent restenosis in the basilica vein, the endovascular stent allegedly failed to deploy from the delivery system. Reportedly, another endovascular stent graft delivery system was used and the procedure was completed. The patient is reportedly doing well and has a functional access.